Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had been experiencing poor communication. The patient reported they had not charged for about a week and they went to put the recharger on. They stated they tried to charge yesterday and they thought it needed to be charged, so they charged it up all night. They reported that when they put it on about an hour ¿ao¿ to charge, they were unable to do so. The patient confirmed the only thing that came up on the recharger was the ¿reposition antenna¿ screen. They confirmed they got the screen again on the call. The patient had not used the patient programmer (pp) for about a year now. They reported it had been two weeks since they last had stimulation. They stated that it had probably been about two weeks since they were last able to successfully charge their device. They reported that they did not charge because it had gotten to the point where the device did not really help and they forgot about it. Product services reviewed for the patient to call back when they had their patient programmer for troubleshooting. No further complications were reported. Follow up was conducted.